Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to the replacement of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, the device exhibited high shock impedance measurements of greater than 125 ohms. The physician believed the patient's right ventricular (rv) defibrillation lead was fractured; however, fluoroscopic imaging was unable to identify the issue. A 1.1 joule commanded shock was given through the device. Shock impedance measurements were subsequently greater than 125 ohms. The device was explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported.